Event description:
The facility reported to baxter (B)(4) that a colleague infusion pump would not turn off. The patient was connected at the time of this event and was on bolus pain management. Therapy was interrupted due to the pump not shutting off. The device was infusing the drug versed on channel a, fentanyl on channel b, and lactated ringers solution on channel c when this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.the user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that "would not turn off" was confirmed by baxter personnel as failure code 500:320:658:0000. This condition was caused by the lockout button being pressed for greater than 50 seconds. This condition could not be duplicated during product evaluation. Therefore, no repairs were necessary for this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.92. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).